Event description:
It was reported that customer experienced cgm error during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not see error again after reset, and successfully started new sensor session, with no additional actions reported.